Event description:
The customer received erratic sodium patient values when compared with previous patient results. She provided three patient examples, results for one of these patient were erroneous. The initial sodium result was 132 mmol/l. The same sample was repeated on the same ise unit and gave a result of 139 mmol/l. The sample was then repeated on a different ise unit and gave a result of 137 mmol/l. The initial sodium result was reported outside of the laboratory. The customer did not know if any treatment was given based on this value, no adverse events were reported. Sodium electrode lot was not provided. The field service representative determined the ise lines were contaminated and cleaned the lines. He performed ise checks, calibration and quality controls to verify analyzer performance. All were acceptable.

Manufacturer narrative:
It is not known if initial reporter sent report to FDA.